Manufacturer narrative:
The explant is attributed to the physician's medical judgment that a mechanical mitral valve was required. Device not returned to manufacturer

Event description:
On (B)(6) 2017 the physician implanted memo 3d ring (smd34, s# e07024). During the procedure the physician decided a full mechanical mitral valve was required and the memo 3d ring was explanted. Aprox 45 minute addition to x-clamp and cpb time was added to the operation as a result of the explant.

Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner.

Event description:
It was reported through patient tracking that memo 3d (smd34, sn# (B)(4) was implanted then withdrew on (B)(6) 2017. No additional information has been provided regarding the reason for explant.